Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Device evaluation summary ¿ analysis found "no significant anomaly ¿ acceptable testing."

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving hydromorphone (1mg/ml at .04 mg/day). The pump's indication for use and the patient's medical history were not provided. The hcp thought the catheter was defective because he was not getting any cerebrospinal fluid (csf) backflow after implant; there was no csf backflow even after trying to draw from the needle and syringe. He seemed to think it was in the area of the connector pin, but there was nothing definitive. The event occurred during surgery on (B)(6) 2015. Troubleshooting involved attempts to draw csf through the catheter access port (cap), catheter, and then replacing one section at a time. The spinal segment, where csf was flowing, was first replaced, and then the pump segment was replaced to finally get csf flow throughout the entire catheter. Part of the catheter sections were discarded; sections with connector pins were sent back to the manufacturer since the hcp thought the connector pins were preventing csf flow. The issue had reportedly been resolved. The patient was aware that the "catheter was replaced and is currently in working condition." "All is well." No patient symptoms were reported. The patient's status was reported as alive with no injury. A follow-up report will be sent if additional information is received. See also manufacturer's report # 3007566237-2015-03464.